Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced approximately five hours of hyperglycemia with blood glucose persisting between 250¿300 mg/dl after a larger-than-usual meal and a recent infusion site change while using an ilet system with a teflon 23" inset; the user inspected the site, connections, and tubing without finding kinks or leaks, then changed the site with assistance, after which glucose returned to range but later progressed to a low. Symptoms included hyperglycemia followed by hypoglycemia. Outcomes included resolution of hyperglycemia after site change and a subsequent low glucose event. Investigation included troubleshooting and education with guided site change and confirmation of resumed insulin delivery. Investigation of this case revealed no device or component malfunction identified during user inspection and guided intervention, with the cause of the hyperglycemia and subsequent hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.